Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was damage to the stand. It was reported there was no patient involvement at the time the issue was discovered. Investigation is ongoing.

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that there was damage to the stand. It was reported there was no patient involvement at the time the issue was discovered. It was reported there was damage to the stand. Per good faith effort (gfe) response, the stand was replaced to resolve the reported issue. The repair center replaced the stand to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.